Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that the pacemaker and leads were extracted due to endocarditis. While the rv lead, which had been positioned in the coronary sinus, was extracted easily, the atrial lead could not be entirely removed without the help of other lead extraction tools. The atrial lead was capped and the patient will be taken to the operating theater next week on wednesday to remove the lead using other lead extraction tools.